Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, reflections of light are brighter, too bright, lack boundaries, and are out of focus since her surgery. A topical steroid was restarted because her doctor was hoping these symptoms had something to do with inflammation. Additional information was provided by the consumer that her doctor told her the issue may be partially related to a retina problem with a scar, she had last summer. She also reports that light scatters and red ink does not have contrasting. Additional information was requested.